Event description:
On (B)(6) 2017, a reporter (patient¿s mother) for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultramini meter read inaccurately high. The complaint was classified based on customer care advocate (cca) documentation and a review of the call recording by medical surveillance. The reporter could not confirm when the inaccuracy issue began. The patient manages her diabetes with humalog insulin and administered an increased humalog dose (¿3-4 units per 100 points¿) in response to the allegedly inaccurate results. The reporter stated that the patient developed symptoms of ¿light-headed, shaking and heart beat was really fast¿ an unknown time after the alleged issue occurred and that on (B)(6) 2017 the patient visited the hospital. Whilst in the hospital she obtained a result of ¿247mg/dl¿ on the subject meter, which she felt was inaccurately high in comparison to results of ¿137 and 139mg/dl¿ obtained on an accuchek meter. Meter to other meter comparisons do not meet lfs of a valid comparison for accuracy. The reporter did not detail any other medical intervention received whilst the patient was in the hospital. During the call the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The patient had followed the correct testing steps and the test strips had not expired or been stored incorrectly. The product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.